Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic ring on reservoir compartment was missing. The customer¿s blood glucose was unknown at the time of incident. Customer stated the insulin pump had cosmetic damage. Customer reported that the reservoir was able to lock in place but would not stay long. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the retainer attached to the insulin pump properly. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The insulin pump passed the displacement test. The insulin pump was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.